Manufacturer narrative:
Reported event was confirmed by review of x-rays. X-rays received and reviewed. Overall, size of the implant is appropriate. Possible polyethylene wear of the acetabular cup. There is radiolucency along the medial and inferomedial acetabular cup (zones 2 and 3). Additionally, there is linear lucency along the right lateral femur proximally in the region of a skin fold. An underlying fracture line in this region cannot be excluded. There is significant osteopenia present which may have contributed to the fracture. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined with information available. Contributing factor to the femur fracture is significant osteopenia. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown m2a 38 cup, lot #: unknown item number: unknown, item name: unknown mallory head stem, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for hip revision approximately 27 years post-implantation due to unknown reasons. Head component is planned to be removed and replaced. Attempts have been made and no additional information is available at this time.